Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was found unconscious on (B)(6) 2022 in their home. Since then, an acute left cerebral subdural hemorrhage was discovered. The log file review showed no unusual events in the history. It was later reported on 20may2022 that the suspected cause of the hemorrhage was enoxaparin, but it was not confirmed. The patient was determined to not be a surgical candidate, and were pronounced dead on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Prior to the patient being found unconscious they had complained of headaches and had been experiencing a subtherapeutic international normalized ratio for the previous two days.